Event description:
As reported by the edwards lifesciences affiliate in italy, edwards received notification of a 48 mm evoque valve procedure. Resistance was noted on the white knob while attempting to create the capsule gap. A kink was observed in the outer capsule below the anchor heads, preventing sufficient height gain despite the use of height-gaining maneuvers. During the procedure, both left and right venous accesses were attempted. When proceeding from the right side, the capsule gap was created; however, the device was positioned too deep in the right ventricle (39 mm). Resistance was noted on the white knob, and a kink was observed in the outer capsule below the anchor heads, preventing sufficient height gain despite the use of height-gaining maneuvers. Subsequently, it was not possible to close the capsule gap. The tapered tip was fully retracted, and the device was successfully removed. A second delivery system, valve, and loading system were used. The second attempt was performed via the left access. The patient was noted to have significantly tortuous anatomy. The physicians decided to proceed with a CT scan to evaluate the feasibility of jugular access. Patient was in stable conditions.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.